Event description:
It was reported that the patient had a fall a few weeks ago and had been hospitalized (unclear if hospitalization was due to fall). The patient was also in the 'behavioral unit' where her mediations were changed. The patient had been home for 2 to 3 weeks. It was noted that they had a urinary tract infection with a loss of therapeutic effect (loss of urinary control, diarrhea, use of adult diapers), which had worsened in the last day or so. The amplitude was increased (3.4 to 4.2 volts) on the patient's implantable neurostimulator (ins) where they were then able to feel the stimulation. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the event was that the patient slid out of her bed. The patient was in a different facility and was unable to be fully evaluated per caretaker. The device was checked and was on. No hospitalization was required for the event. Patient outcome was not provided. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID 3889-28, lot# v738951, implanted: 2011-(B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, (B)(4).